Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Mfg site eval: samples received: 1 unopened pouch. There are no previous complaints of this code batch. There are no units of OEM stock. Tested the needle attachment of the sample received and the result fulfilled the requirements of the OEM. Reviewed the batch mfg record, this product had normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.